Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were difficult to press. The patient noted that the keypad was worn. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be worn and peeling was observed at the ok button. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and down arrow buttons responded appropriately. There was evidence of contamination found under all key contacts.